Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Unable to verify unexpected battery power loss alarm and failed battery alarm due to blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had quit working. The customer¿s blood glucose level was 125 mg/dl. Customer stated that he placed it on his pocket and he noticed that there a crack insulin pump. Contacts was not missing, damaged or corroded. Customer also reported that the insulin pump had failed battery alarm. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.